Event description:
It was reported that on (B)(6) 2011, the patient presented to the clinic for a follow up and experienced shortness of breath. The lead exhibited several noise reversions. On (B)(6)2011 the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.